Manufacturer narrative:
The actual device was not available; however, a video was provided for evaluation. Visual inspection observed that there is an air entrance and an external leak from the return line. The reported condition was verified. It is likely that the line is cut, as the air appears in the middle of the line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex tpe2000 set, an external fluid leak with bubbles in the line was observed. There was no patient involvement. No additional information is available.